Manufacturer narrative:
No analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using drivers in a navigated lumbar fusion. It was reported that the first driver stripped and the second driver's tip broke off in the screw but was retrieved. There were no adverse implications with regard to the patient. There was no treatment or additional surgery performed as a result of this event. The patient's medical history included lumbar ddd, spondylolisthesis, htn, nkda. No further complications were reported/ anticipated.